Event description:
It was reported to philips that the system became unresponsive during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unresponsive. A review of the system logfiles found bodyguard activation. Upon troubleshooting actions, rse that the bodyguard sensors were mis calibrated and that the ceiling suspension rails were dirty, which also contributed to a loss of movement. The rse advised the customer to clean the rails and recalibrate the bodyguard and sensors. Following these repairs, the system was returned to use in good working order.